Manufacturer narrative:
After the case, the rep performed a rad and flouro gain calibration. Both were successful on the first try but the system still showed an artifact. A medtronic representative went to the site to further test the equipment. The rep tested system to ensure image quality was up to par. There was no issue with this system. The surgical procedure used an irregular frame that would not allow the anatomy to be properly centered. The rep was able to reproduce this issue on any imaging system by not following proper protocol. The imaging system passed the system checkout and was found to be fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a non-navigated mazur system spinal fusion procedure they had artifact on the images. It was initially believed the artifact may have been due to hardware in the patient. They took a second spin and artifact persisted. They discontinued use of the imaging system and completed the procedure with a c-arm. There was no reported impact to the outcome of the patient.